Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a low voltage alarm while connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 25 days of data (10jan2019 ¿ 04feb2019 per the timestamp). The controller was connected to the mpu on 26jan2019 at approximately 23:26 and approximately 5 minutes later a low voltage advisory alarm activated due to both rsoc voltages dropping to approximately 1.4v. The expected rsoc voltage while connected to the mpu is approximately 12.8v. The bus voltage was recorded at approximately the expected value. These events are consistent with controller¿s power cables being incorrectly connected to the opposite connectors of an mpu (black power cable connected to white power cable and vice versa). The low voltage alarm was resolved when the controller was connected to 14v batteries. The controller was connected to the mpu without issue several times both before and after the low voltage event occurred and the mpu appeared to function as intended. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided on 03may2019 stated that the patient has not reported any further alarms. The root cause of the reported event was determined to be user error in the connection of the controller¿s power cables to the mpu; the white controller power cable was connected to the black mpu connector and the black controller power cable was connected to the white mpu connector. A CAPA has been initiated to address the issue of swapped connections to the mpu resulting in alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2006. It was reported that low voltage alarms were observed while utilizing a mobile power unit (mpu). During investigation of the submitted log files, events were consistent with system controller¿s power cables being incorrectly connected.